Manufacturer narrative:
Unit passed displacement test, basic occlusion test, prime/a33 test, operating currents, self test and off no power. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. E70 alarm confirmed in history file. Drive support disk was inspected and no anomaly was noted. No check setting alarm and low reservoir alarm function properly during test. Unit received cracked case display window corner. Unit received with cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 162 mg/dl. Troubleshooting was performed. The device was returned for analysis.